Manufacturer narrative:
This event will be updated once investigation is complete.

Event description:
Allegedly, patient revised due unknown complications. No additional information provided.

Manufacturer narrative:
Please void this report. Additional advisement received on september 9th, 2019 that changes the reportability status for this product. This product has no alleged deficiency per the complaint description. Therefore, this incident is non-reportable.